Event description:
It was reported that a pump declared alarm 30 during pumping, and although the customer attempted to load a new cartridge, the cartridge alarm recurred, preventing the resumption of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using multiple daily injections as backup therapy,